Event description:
Patient presented to the physician with wound dehiscence. Physician brought the patient into the or, used antibiotic saline, re-sutured the area, and closed. Physician prescribed antibiotics after the procedure as a precaution.